Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 147 mg/dl. Customer¿s other relevant blood glucose levels were 200 mg/dl, 240 mg/dl and 250 mg/dl. Customer also experienced high blood glucose level. Customer was assisted with troubleshooting. Customer was unable to clear the pump errors, however able to complete rewind the insulin pump. Customer performed displacement test and it was passed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 alarm due to software error. Pump error 63 alarm confirmed in the pump history due to broken pin 1 trace on keypad assembly.